Event description:
It was reported that during a low anterior resection procedure, the staples were malformed at the first firing. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). Device was not returned for eval. Additional info: device batch # - d5k22e.